Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 2/23/2021. H3 evaluation: the analysis results found that the anx12 device was returned without the original packaging. During evaluation process the applicator shows a crushed ampoule and dry formulation inside the butyrate tube. The initiated filter is purple in color due to contact with formulation. Also, dry formulation is observed in the exit channel and outside the bulb. The applicator shows a yellowish color on the bulb tip and in the area, that the sample reveals a piercing. All the components of the applicator are present and appropriately assembled. The glass shard is not present through the butyrate tube and the bulb, only a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested and the following information was obtained. To date product not received. If further details are received at a later date a supplemental medwatch will be sent. Was medical or surgical intervention required other than the adhesive plaster? No further information is available. Was there any special diagnostic test performed? No further information is available. What is the status of the surgeon injury today? It was reported that there was no problem after that. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No further information is available. Was the ampoule crushed repeatedly? \no further information is available. Can you identify the lot number of the product that was used? No further information is available. Please clarify the number of products involved in the event and how many to be returned? The qty of product involved is 1. The qty t be returned is 2 (one of them is a reference product.) Device return status we regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a transabdominal pre-peritoneal surgery on (B)(6) 2021 and topical skin adhesive was used. During use, the surgeon was injured by protruded glass piece. The wound was very small, so adhesive plaster was applied. There was no problem after that. Further details are not provided. There were no adverse consequences to the patient. Additional information was requested.